Manufacturer narrative:
The pump was received with missing segments due to cracked lcd zebra connector. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump. The wife states the customer's pump had a line down the middle of the screen where the display blank. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display did not return to normal. The customer was advised the pump would have to be replaced and returned for analysis.